Event description:
It was reported that a large volume infusor leaked from the fill port. The device was filled with an unspecified antitumor drug. This occurred during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the device was filled with fluorouracil and saline with a total fill volume of 240ml. H4: the lot was manufactured between 2 june 2025 and 3 june 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not show any image of leak from the device's fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.